Event description:
It was reported that lead dislodgement and helix not retracting was observed on (B)(6)2022 . The dislodgement was due to displacing it with the sheath used to place the lv lead. The helix issue was not noticed until the lead was placed and then dislodged. The lead was not used and was replaced. The patient is stable.